Manufacturer narrative:
Evaluation: results: inherent risk of procedure (mi). (B)(4).

Event description:
It was reported that the patient suffered an mi approximatelly 1 year three months post implant of five endeavor sprint rapid exchange (rx) drug eluting stents ref MFR # 9612164-2012-00240, 9612164-2012-00241, 9612164-2012-00242, 9612164-2012-00243, 9612164-2012-00244.